Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of two separate programmers and different telemetry wands. Each interrogation attempt displayed an error code indicating the interrogation could not be completed. This boxed ICD was not used and was returned to guidant for analysis.